Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reap0090 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the obturator perforated the obturator pocket during catheter insertion.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obturator pocket puncture was confirmed and the cause was determined to be use related. The product returned for evaluation was a 20fr ponsky feeding tube. The insertion obturator was observed to be completely penetrated through the dome pocket. Microscopic examination of the catheter material near the puncture site was unremarkable. The material was uniform in thickness and no evidence of potential manufacture damage, defect, or deformity was observed. Further examination of the obturator tip was unremarkable as well. Tactile evaluation revealed tensile weakness in the ponsky dome. No lubrication was observed on any part of the feeding device. The lack of lubrication, along with the apparent lack of potential device defect, made it likely that the damage occurred due to insertion technique. The product IFU instructs, ¿thoroughly lubricate the tubing, obturator and deformed internal dome of the replacement tube and the stoma site with a medical grade, water soluble lubricant. Carefully insert the tip of the device into the stoma and advance through into the stomach using slow, steady pressure.¿ a lot history review (lhr) of reap0090 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the obturator perforated the obturator pocket during catheter insertion.